Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The unit was received with minor scratches on the lcd window. The unit was received with a cracked case at display window corners, case at reservoir tube window corners, battery tube threads, belt clip slot and reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. His or her blood glucose was 5.8mmol/l at the time of reporting. The insulin pump was returned. No additional information was reported.